Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a complaint via email indicating that the customer¿s adc device did not power up with a button press or test strip insertion. As a result, a third party provided the customer with an unspecified ¿emergency injection¿ however, no further details were reported. There was no report of death or permanent impairment associated with this event.

Event description:
Adc received a complaint via email indicating that the customer¿s adc device did not power up with a button press or test strip insertion. As a result, a third party provided the customer with an unspecified ¿emergency injection¿ however, no further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction as the section d1 (brand name) and g3 (date received by mfg) subsequently captured in the report MDR-253210 was deemed to be invalid.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a complaint via email indicating that the customer¿s adc device did not power up with a button press or test strip insertion. As a result, a third party provided the customer with an unspecified ¿emergency injection¿ however, no further details were reported. There was no report of death or permanent impairment associated with this event.